Event description:
It was reported that the wake button on the pump was not working. The customer's blood glucose (bg) level was 586 mg/dl. The customer addressed their bg with a manual injection. The customer reverted to an alternate method of insulin therapy.